Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99120. Supplemental rationale- corrected data: b5, h1, h6, h11. 2 events were previously reported during the reporting quarter; however, - 2 events were reported in error. - 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 0 events for the failure: overheating of device.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 2 devices: product disposition is not yet determined additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 2 events for the failure: overheating of device. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.